Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 27-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving 5mg/ml dilaudid at an unknown dose via an implantable infusion pump. It was reported that the patient was going to have a catheter revision. The rep was educated on correct priming volumes. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019. Product type catheter. Device code (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported the catheter needed to be revised because the catheter was out of the intrathecal space. The catheter revision was completed on (B)(6) 2020. The patient weight was unknown and not shared.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that why the catheter was out of the intrathecal space was unknown. The catheter was revised by cutting and re-entering the intrathecal space with a 8781 catheter with an unknown serial number. No other part of the old catheter was removed nor will be sent back.